Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital following a syncopal episode and lightheadedness. Multiple episodes of ventricular pauses were observed on telemetry. There was loss of capture due to right ventricular (rv) lead oversensing. Oversensing could not be reproduced. It was also noted that r wave measurements had recently been low. Reprogramming was performed. The lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.